Manufacturer narrative:
The customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. According to the customer, the wing is being remodeled. Technical support informed the customer, that this would explain the signal loss. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. There was no patient injury reported.

Event description:
The customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. According to the customer, the wing is being remodeled. Technical support informed the customer, that this would explain the signal loss. There was no patient injury reported. Investigation summary: the customer was likely experiencing signal loss due to weak signals. The customer was only able to locate 3 of 6 antennas for the area experiencing signal loss. The root cause of signal loss is related to improper set-up. There is no evidence of an nk device malfunction. The customer is to properly set-up their antenna system to resolve the issue. Manufacturer references # (B)(4) follow up 001.